Event description:
The pt's meter was reported to power off during use. This issue was not resolved with troubleshooting. The meter shut off before the time was up. The battery was last replaced less than 1 year ago. The pt did not receive any medical attention or treatment and there was no adverse event reported. This case is reported as a mater malfunction since the issue was not resolved. There is no further clinical info reported.